Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported. The antibiotics were ongoing at the time of this report. It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering and extraneal/physioneal therapies were ongoing. No additional information is available.